Event description:
It was reported that the radio frequency programmer head was "bad." The head was returned for service. No indication was given as to patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found intermittent telemetry when the cable was moved, the cable was worn near the base of the device. It was also noted that the label was missing its coating.